Event description:
The customer reported via phone call that he had recurring issues with sensor tape not sticking. The customer was unable to complete troubleshooting as this was a past event. Blood glucose level at the time of the incident was 500 mg/dl. The customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.